Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use and deployed in the right common femoral arteriotomy following an angiogram on (B)(6) 2014 and the pt was discharged. On (B)(6) 2014, the pt presented back to the hospital with right calf pain. Peripheral pulses were good at that time and the pt was sent home with analgesia. The pt presented again on (B)(6) 2014 with ischemic leg symptoms of pain and numbness in the right lower leg with tingling in right foot. Embolectomy with removal of the angio-seal and venous bypass was performed on (B)(6), 2014.